Manufacturer narrative:
Super poligrip original and super poligrip free are mfg in (B)(4). The lot number for super poligrip original was available (r10251, r10092, r10102) while the lot number for super poligrip free was unk. It is unk whether the products will be returned for quality assurance testing. (B)(4).

Event description:
This case was reported by a consumer and described the occurrence of anemia in a (B)(6) female pt who rec'd super poligrip original denture adhesive cream ((B)(4)) cream for denture adhesion for a period of 46 years. A physician or other health care professional has not verified this report. The pt's past medical history included abdominal infection, anemia, breast cancer, carpal tunnel, chemotherapy, de quervain's of hand, disc fusion, foot surgery, hand surgery and mastectomy. Concurrent medical conditions included abdominal hernia and emphysema. Co-suspect medication included super poligrip original zinc free formula ((B)(4)). On an unk date, "approx 46 years ago", the pt started super poligrip original denture adhesive cream. On an unk date in 2009, the pt experienced anemia, lost balance, fall, arm fracture, pelvic fracture, loss of equilibrium, felt like room was spinning, pain, numbness in finger, tingling sensation in feet, tingling feeling in legs, leg pain, leg numbness, dizziness, zinc high, hand tingling, could not walk, feeling sick, threw up, stopped breathing, resuscitation, weight loss product complaint, device misuse. The pt was hospitalized. Treatment with super poligrip original denture adhesive cream was continued. At the time of reporting, the events were unresolved. The pt reported that on an unk date in 2009, she lost her equilibrium, the rooms were spinning, she got dizzy, she lost her balance and she fell. Consumer reported that she was anemic. Consumer reported that she had numbness in her fingers, a tingling sensation in her feet, fingers and legs. On an unk date, the consumer fell down and broke her arm. Consumer reported that after she broke her left arm in 2009, her weight went down to (B)(6) lbs (weight loss). Consumer was placed in a rehabilitation home in (B)(6) 2009 from falling down. While consumer was in the rehabilitation home in (B)(6) 2009, she fell down again and fractured her pelvis. Consumer was in intensive care for 5 days and had to learn how to walk again (could not walk). Consumer reported that sometime during the course of these events, she was taking her pain medication and became sick, threw up and quit breathing and she had to be "brought back" (resuscitation). Consumer did not relate that to super poligrip. The pt reported that she applied super poligrip several times a day (device misuse and maladministration) and that it did not hold (product complaint). Consumer reported that she had a 24 hour urine test done on (B)(6) 2010, to test for her high zinc level, but consumer is home bound and is unsure if she still has high zinc. Consumer reported all of the other experiences have resolved which include dizzy, anemic, lost balance, fell down 2 times, broke arm, broke pelvis, lost equilibrium, rooms spinning, losing balance, ache, numbness in fingers, tingle sensation in feet, fingers and legs. Consumer also reported that she was sitting down, felt dizzy, her chair tipped and she fractured her left arm in 2009. She reported that her last zinc level in (B)(6) 2010 was 199, normal is 70-150. She reported that she was anemic at times before she started use of super poligrip, however, it was not clarified if this was the same type of anemia that she reported having after beginning use of super poligrip. She reported that for the past 8 years she has had: aching, tingling, numbness in her legs, tingling and numbness of her hands, and the aching, tingling, numbness in her legs, tingling and numbness of her hands continue. She also reported a history of carpal tunnel (1980), de quervain surgery on her left hand (1995), right hand surgery (1998 or 1999). Consumer reported use of super poligrip original, 2.4 oz., lot codes r10251, r10092, and super poligrip original 1.4 oz., lot r10102.